Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient felt shortness of breath and dizziness. A chest x-ray and echocardiogram was performed revealing a pericardial effusion due to right ventricular (rv) lead cardiac perforation. The event was resolved by repositioning the rv lead and no further intervention was required for the cardiac perforation. The patient was in stable condition following the procedure.